Manufacturer narrative:
Concomitant medical products: product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v113343, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information was received indicating that the patient had her ins replaced on (B)(6).

Event description:
It was reported the patient lost stimulation a couple of days ago. The implantable neurostimulator (ins) was discharged and reportedly died 3 days ago. The patient has been in pain since her stimulator went out, and experienced pain at the device pocket. A communication problem was reported. The patient had not been able to connect to the recharger for the past 3 days and was having trouble recharging the implantable neurostimulator (ins). She could get the recharging screen to appear but all they boxes were white. The manufacturer representative (rep) could not read the patient¿s battery. The recharger was charging up, and the last full charge was on (B)(6) 2014. The patient uses high amplitude for stimulation and recharges every day. The patient had reportedly lost a considerable amount of weight since implant and believed the ins may be flipped. No diagnostic testing/troubleshooting had been performed but would be in the future. The patient was being referred for an x-ray to rule out a flipped generator. The cause of the product issue was not determined and the product issue was not resolved. The patient¿s status was noted to be alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.